Event description:
It was reported that the right ventricular (rv) lead had cracked insulation near the device connector. Therefore the rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment lead was returned to the manufacturer and analyzed. The outer tubing had environmental stress cracking (esc) breach/breach (non-electrical). It was also noted that the outer tubing overlay had cosmetic esc, and the outer insulation had a cosmetic depression.